Manufacturer narrative:
Analysis of the pump, model# 8709sc, serial# (B)(4), found the catheter body to be broken. The area in question on the spinal segment was oval in shape and jagged, which suggests the catheter was compressed and ultimately broke. This would be consistent with the field allegation of fall. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc , serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Device evaluated: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a female patient who was receiving intrathecal baclofen (concentration, dose and lot number unknown) via an implantable pump for intractable spasticity and multiple sclerosis. On an unknown date, the patient was going to have the pump removed because they were increasing the dose and she felt the pump was not working; there was a lack of therapeutic effect. A dye study was performed in which the catheter could not be visualized. The patient did report a fall. The patient decided to have the dose weaned and the pump explanted. Then, with the dose decreases, she realized the pump was working. After weaning the patient, her spasticity worsened and the patient opted for a catheter revision instead. On (B)(6) 2016, during the revision, the catheter was found to be broken at the distal end of the anchor. The physician observed good cerebrospinal fluid (csf) from the spinal segment and felt the catheter in the intrathecal space, so he opted to replace the pump segment for precaution. Good flow was observed through the entire case and the aspirated at the end of the case. The patient's dose was set to 100 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.